Manufacturer narrative:
The subject otv-s200 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s200 to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s200 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject otv-s200 and the unspecified monitor in the unspecified procedure. During the procedure, the image displayed on the screen of the monitor was disappeared for about 15 minutes. The subject otv-s200 was connected to the operating room integrated system of other company. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The subject otv-s200 was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject otv-s200. Omsc checked the device history record of the subject otv-s200, there was no irregularity found. The subject otv-s200 was connected to the operating room integrated system of other company. Olympus does not recommend connecting the otv-s200 to the operating room integrated system of other company. The exact cause of the reported event could not be conclusively determined. However, omsc consider that an electrical stress was added to the circuit board of hd-sdi output due to using environment and/or influence of the system of other company. Olympus stated the appropriate handling of the otv-s200 and the counter-measures against the irregularity in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented.